Event description:
This report summarizes two malfunctions. A review of the reported informations indicated that model rf310f vena cava filter allegedly experienced detachment, tilt and difficult to remove. This information was received from various sources. The malfunctions involved patients with no known impact to the patients. One patient was (B)(6) years old male; while the other patient was (B)(6) years old female. Both the patients weight were unknown.